Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set tubing detached from connector which occurred on (B)(6) 2024. The infusion set was in use for one hour. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.